Event description:
The user reported an allergic reaction with the binaxnow¿ covid-19 antigen self test performed on a direct tested nasal kitted swab and generated a positive results. The user reported repeat testing was performed and again received a positive results. The user reported that on the same day went to the emergency room and pcr confirmation testing was performed and generated a negative. No treatment was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160870 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 160870 and test base part number 195-430wl/lot 156077. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160870 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR number - 1221359-2022-00508.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction. Please see updates: g3, g6 and h2. Correction : this report is being corrected from previous report of an alergic reaction to a false positive. No alergic reaction occured. Additional information received from the customer 29 dec 2021 states it was two false positives , customer will not be providing patient information.